Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not returned for analysis. However, x-ray images were provided. The images are consistent with wire separation associated with dissection in the distal circumflex as alleged in the complaint. There also appears to be a balloon catheter in the mid vessel near where the target lesion was described.

Event description:
It was reported that patient experienced ventricular fibrillation, vessel dissection, bradycardia, cardiac arrest and died. Vascular access was obtained via the right femoral artery. The 99% stenosed target lesion was located in the severely tortuous and severely calcified circumflex artery. A suspected chronic total occlusion was in the right coronary artery. A 185cm j-tip pt2 guidewire was advanced but failed to cross the right coronary due to a probable chronic occlusion. The guide catheter was changed to a left coronary catheter to approach the circumflex and the pt2 wire was successfully crossed. During removal of this device, the wire broke in the distal coronary followed by dissection in the artery. The wire was not entirely removed. The patient presented with bradycardia and was treated. Ventricular fibrillation occurred and was treated with cardioversion. Vasoactive drugs were started. After 15 to 20 minutes, a balloon was inflated distally and a proximal stent was implanted. The patient subsequently had cardiac arrest and died.

Manufacturer narrative:
Part of a pt2 moderate support guidewire was returned (72.2 inch length). A portion of approximately 0.4 inches of the polymer jacket was not returned for analysis. The guidewire was found fractured. The polymer jacket fracture was confirmed. The outer diameter of the distal, middle of the device, and proximal section were within specifications. The overall length inspection could not be performed due to fracture of the polymer jacket at the distal end of the guidewire. There were images provided which revealed tenuous guide catheter stability as a guide catheter extension device was used. There also appeared to be a balloon catheter in the mid vessel near where the target lesion was described.

Event description:
It was reported that patient experienced ventricular fibrillation, vessel dissection, bradycardia, cardiac arrest and died. Vascular access was obtained via the right femoral artery. The 99% stenosed target lesion was located in the severely tortuous and severely calcified circumflex artery. A suspected chronic total occlusion was in the right coronary artery. A 185cm j-tip pt2 guidewire was advanced but failed to cross the right coronary due to a probable chronic occlusion. The guide catheter was changed to a left coronary catheter to approach the circumflex and the pt2 wire was successfully crossed. During removal of this device, the wire broke in the distal coronary followed by dissection in the artery. The wire was not entirely removed. The patient presented with bradycardia and was treated. Ventricular fibrillation occurred and was treated with cardioversion. Vasoactive drugs were started. After 15 to 20 minutes, a balloon was inflated distally and a proximal stent was implanted. The patient subsequently had cardiac arrest and died.

Event description:
It was reported that the patient died. Vascular access was obtained via the right femoral artery. The 99% stenosed target lesion was located in the severely tortuous and severely calcified circumflex artery. A suspected chronic total occlusion was in the right coronary artery. A 185cm j-tip pt2 guidewire was advanced but failed to cross the right coronary due to a probable chronic occlusion. The guide catheter was changed to a left coronary catheter to approach the circumflex and the pt2 wire was successfully crossed. During removal of this device, the wire broke in the distal coronary followed by dissection in the artery. The wire was not entirely removed. The patient presented with bradycardia and was treated. Ventricular fibrillation occurred and was treated with cardioversion. Vasoactive drugs were started. After 15 to 20 minutes, a balloon was inflated distally and a proximal stent was implanted. The patient subsequently had cardiac arrest and died.